Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) no longer had wireless telemetry. Follow up indicated no intervention was done. The device is still in use. No patient complications have been reported as a result of this event.